Manufacturer narrative:
The exposed portion of soft cannula of the received pod was found shorter in length than normally expected. After opening the outer housing of the pod, the overall length of soft cannula was measured to be out of specification (soft cannula found to be cut off). It could not be conclusively determined when this damage to soft cannula occurred. Pod download data did not show timeouts and drive stall during operation that would indicate a failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached over 250 mg/dl while wearing the pod between 4 and 24 hours. As treatment, patient delivered boluses and exercised.